Event description:
It was reported that the system 6800 would not initialize and was non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cmos memory was the source of the malfunction. The single board computer kit was installed as a remedy. This includes the latest single board computer circuit board along with the image processor circuit board and hard drive. The system was tested and found to be working as intended and placed back into service.